Manufacturer narrative:
Reportable as bag malfunctioned during resuscitation attempt. Summary: returned product inspected and complaint confirmed. Accelerated aging testing identified that the stresses caused between luer on elbow and manometer create a crack along knit lines of manometer component. Product testing is underway to implement a new material and product design for the elbow subcomponent. Ra: RMA-20020 risk ID r25 identifies risk of cracked subcomponents as severity of 6.

Event description:
The bag sometimes pops off between 10-20 cm h2o. When ventilating newborns, customer needs at least 24-25 cm h2o. The popping off is not allowing user to properly ventilate the baby. Customer submitted a midas report due to this bag malfunctioning during a resuscitation.

Event description:
The bag sometimes pops off between 10-20 cm h2o. When ventilating newborns, customer needs at least 24-25 cm h2o. The popping off is not allowing user to properly ventilate the baby. Customer submitted a midas report due to this bag malfunctioning during a resuscitation.

Manufacturer narrative:
Reportable as bag malfunctioned during resuscitation attempt.